Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, in-training in the use of the prostar xl device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, one of the sutures broke at the end of the case. A cut down was performed and the artery was stitched to achieve hemostasis. The patient did not experience any adverse sequelae. Though requested, no additional information was provided.